Event description:
The customer reported that on (B)(6) 2023, they unlocked the rotational lock of the ort during a surgical case and could not get the table to lock back in place after rotation to the new position. The ongoing procedure was a drainage for a brain abcess; imaging was not scheduled, planned or requested. The reporter indicated there was no delay in the case or additional time required to complete the procedure, and no impact to the patient. The physician elected to secure the patient with straps and continue the procedure.

Manufacturer narrative:
An imris service engineer went on-site to investigate the reported problem with table function. During the evaluation, the reported problem was unable to be reproduced or observed. The internal components of the table's rotational locking mechanism were assessed and confirmed to be functioning as intended to lock and unlock rotational position. For the reported event, it is possible that inadequate time was allowed through the table's pendant controls for the rotational locking mechanism to produce a locked position. This was communicated while on-site. A supplemental report will be submitted if any additional reportable information is received.